Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. The stem, head, and liner were revised to a restoration modular stem construct, head, liner, and cables. Rep confirmed there are no allegations against the revised head and liner.